Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2012 and mesh was implanted. Approximately 2 1/2 weeks post operative, the patient developed a cellulitis over an old midline incision. The patient was treated with antibiotics and his symptoms are improving. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.